Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, the left ventricular lead exhibited loss of capture and increased thresholds. A chest x-ray revealed the lead dislodged. The lead was programmed off and the patient was in good medical condition.